Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the right atrial (ra) lead had a dislodgement. Upon trying to re-position the lead, the implantable pulse generator (ipg) was observed to have a loose setscrew which the torque wrench could not fit into. The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.